Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ise indirect na for gen.2 on the cobas 6000 c (501) module. The initial values were reported outside of the laboratory to the clinician, who questioned the results. The samples were then repeated. The first sample initially resulted in a na value of 206 mmol/l and repeated as 140 mmol/l. The second sample initially resulted in a na value of 176 mmol/l and repeated as 142 mmol/l. The na electrode lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The field service engineer found a leaking suction tube of the wash unit and fixed this issue.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.